Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms were not available for review. Therefore, the cause of the pericardial effusion could not be determined with the info received. See scanned pages.

Event description:
In 2007, a 12mm amplatzer septal occluder (aso) was implanted in a male, who suffers from noonan¿s syndrome with failure to thrive. A follow-up echo 3 months later revealed a small pericardial effusion was detected, although the patient was doing very well from a cardiac point of view. Another echo performed 5 months later showed the aso closing the asd without evidence for any residual shunt or thrombus formation. There was evidence of only a trivial to small amount of pericardial effusion, which has decreased compared to the previous echo. No intervention was required, and the device remains implanted.

Manufacturer narrative:
This event was reviewed by aga's asd erosion adjudication board on july 14, 2008 and the following observations were reported: this patient did not experience an erosion because the 2007 echo (prior to device implant) showed a small pleural effusion. The effusion did not change after device placement.

Event description:
A pt experienced pericardial effusion three (3) months post implant. The implanting physician is unsure if it is an erosion.